Event description:
Biomed reported that the pcu device had a burn smell. The biomed's internal inspection found that the pcu would not recognize the pumping modules attached on the left (female) iui connector. Per the biomed, this event occurred during pm of the device and no patients were involved.

Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). The device was returned for failure investigation. The instrument seal was broken. External inspection found no evidence of melting or heat damage on the outsides of the iui connectors. The left female luer had some unidentified fibers attached to some of the pins and the pins were bent out of position. The pins also exhibited a slight deterioration of the metal surfaces. Fluid was found on the lower left rear corner of the rear case and on top right ledge above the right iui connector. The device was opened and inspected. Fluid residue was found on top of the left iui connector. Fluid residue was also observed within the recessed well area of the case for the mounting of the iui connector. The component body of the q11 on the power supply board was blistered as a result of excessive heat dissipation. A pump module was attached to the left side of the pc unit and the pump module would not power on with the pc unit not recognizing the attached lvp device. The right side of the pc unit device had no issues when pump module was attached. The cause of the customer's report of burned smell and failure to recognize the pump module was due to a damaged q11 components on the power supply board of the device. The cause of the damaged q11 is likely fluid contamination.